Event description:
The g2 filter was placed in a previous year. CT scan of abdomen two (2) days after original placement; abdominal film and CT scan of abdomen prior to removal and images of removal procedure. After removal, the doctor reviewed images(specific date of image not known)and noted one (1) portion of what appeared to be a leg was in a lung vessel. Device removed (less one leg) as planned without incident. Have asked the manufacturer to share any findings of the analysis with our facility.